Event description:
On (B)(6), 2021, fresenius kabi received a customer report of a donor allergic reaction of unknown origin occurring on (B)(6) 2021. On (B)(6) 2021, the customer reported to fresenius kabi that the donor initially complained of nausea and vomiting, and a generalized rash developed on their bilateral arms and face. The donor began complaining of visual difficulty and a scratchy throat. The center administered epinephrine (0.3 mg) and 911 was called to assist the donor. The donor's visual disturbance and scratchy throat symptoms dissipated, however, the rash continued to expand to their right lower leg. The donor was taken to the ER per ems as the center was unable to obtain a second set of vitals. Per additional information received by fresenius kabi from the customer on (B)(6) 2021, the donor was treated with an im steroid and benadryl and had no further issues while in the ER. The donor was instructed to bring the paperwork from their hospital stay to the center, but as of (B)(6) 2021 the donor had not returned. The initial MDR was filed on (B)(6) 2021 due to donor receiving medical intervention in the ER, however the information below was also investigated as part of the complaint process and regards an alarm that occurred during the donation. During the donation, an hb detect alarm occurred. One sample was returned for evaluation, however, it did not contain the plasma line. No leaks were found in the rotor membrane. The seal ring, eyelet and bottom pivot were inspected under a microscope and no abnormalities were found. The ovality test did not pass as the top of the rotor was not completely round and there was a bulge between the rotor and rotor cap. The customer complaint of an hb detect alarm was confirmed by the sample evaluation. The most probable root cause is mishandling of the rotors during the packaging process. Please note, the confirmation of the hb detect alarm does not confirm the cause of the donor's allergic reaction. Batch record was reviewed and no exceptions were generated that could classify as a possible root cause of the reported hb detect alarm. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. A monthly trend is performed to determine the need to initiate an investigation due to an increase in complaints or to determine if corrective actions are needed. No trend was observed for this defect category. The hb detect alarm reported by the customer during the donation has no relationship with the donor's allergic reaction and subsequent medical intervention. Please note, we have received two requests for additional information regarding this incident from the FDA on (B)(6), 2021 and (B)(6), 2021. Please consider this our official response.

Event description:
Medical intervention after donation.